Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an IV set was torn during a CT scan with contrast and the contrast ended up on the floor rather than in the patient. The patient then required another CT with additional radiation that was unnecessary. There was no patient harm reported.

Manufacturer narrative:
Correction: initial reporter address.